Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped the insulin pump and it had a few cracks in it. Customer's blood glucose level was 150 mg/dl. Customer stated that there are cracks around the battery and the battery cap. Customer stated that there are also cracks around the reservoir compartment. Customer had dropped her pump while she was at work. Customer mentioned there was also damage where the belt clip latches on and the pump is very loud when it is rewound. Customer stated that the act buttons sticks when she presses it down. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.